Manufacturer narrative:
The device was returned to olympus for evaluation. The device was tested using olympus test equipment, probe check was performed and device passed the probe check. The visual inspection on the received device revealed that there was tissue build up on the jaw area. The teflon pad was found severely worn, exposing metal. Charred marks noted on teflon pad. The distal end was inspected under a microscope and no probe damage was found. The user¿s complaint was confirmed. The most likely cause for such teflon pad damage is due to no tissue or insufficient tissue between the probe and jaw when the device is activated. This type of damage on the device is attributed to the operator¿s technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed by the user facility that during total laparoscopic hysterectomy procedure two thunderbeat ¿handpiece burnt out, unable to use cut or seal functions¿. Furthermore, olympus was informed that the teflon pad on the first handpiece burnt, exposing metal and a small piece of teflon pad fell inside patient. It was retrieved using forceps. There was circuit error displayed on generator. The second thunderbeat handpiece was opened to continue the procedure and the while performing bilateral salpingectomies, a probe damage error was displayed on the generator. There was no damage to the teflon pad and no metal was exposed. No device fragment fell inside the patient. There was no medical or surgical intervention needed. The device was tested prior to use and no abnormalities were found. The procedure was completed using a third thunderbeat device. There was no patient injury reported. 1 of 2 reports.